Manufacturer narrative:
The manufacturer conducted a documentary review only. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2024, patient underwent placement of an angiodynamics port product, model/reference number unknown, lot number 5817580. The device was implanted by dr. (B)(6) at (B)(6) medical center in (B)(6) for the purpose of providing chemotherapy. On or about (B)(6) 2024, patient's port was found to be infected, and patient was diagnosed with sepsis. Port removal was recommended. On or about (B)(6) 2024, patient's port was removed by dr. (B)(6) at (B)(6) medical center.